Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord and the lemo connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failed error message that required the system be re-booted. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.